Event description:
When a ir45g reload was fired via an i45 stapler in a vats wedge resection procedure, it was observed that the device had an incomplete firing. This resulted in a small tear releasing the wedge biopsy. Another device was used to complete the procedure and the patient is doing okay.

Manufacturer narrative:
The ir45g and i45 were returned for evaluation. The reload had the knife stopped at the first staple and jammed in the tissue bump. The i45 device had apparently been clamped, closed and fired on a tissue section with multiple rows of formed staples causing the device to stall, which rendered the device inoperative.